Event description:
It was reported that the patient underwent bilateral c5 and c6 laminectomy and c4-6 posterior lateral mass fusion to treat c5-6 spinal stenosis and c4-5 and c5-6 grade 1 spondylolisthesis. Mountaineer system lateral mass screws, rhbmp-2/acs and laminectomy autograft were used in the fusion. Per the operative report, "placed infuse bone morphogenic protein wrapped around laminectomy autograft along the lateral masses from c4 to c6 bilaterally." There were no noted complications. Approximately 4 months post-op, the patient was involved in a mva. At 257 days post-op, the patient presented to the emergency room with left arm numbness. The patient reported onset of numbness approx. 4 months po st-op. Per the physician's notes, "he also states that he has left-sided paralysis and numbness and bilateral lower extremity weakness causing him to be wheelchair bound for these last couple of days. As noted, MRI of the c-spine is not showing changes. Neurology has being consulted to further evaluate for need for seizure medicines" when testing the left-sided strength, there is giveaway weakness of all muscles of the left upper extremity from finger spread extension, wrist spread and extension biceps and triceps, but, with all of these muscles tested, he is able to give brief full strength and quickly gives way in all muscles tested. Reflexes are intact. Sensation decreased in the entire left to light tough. Lower extremities also show giveaway weakness in all muscle tested on the left side, but is able to give brief full strength... Overall, prior history of seizures, but unclear that any recent of these events represent seizures. Will check eeg... There is a very strong suggestion of psychiatric overlay to all presenting symptoms, and appears to mention many reasons for secondary gain from avoiding imprisonment and fines for child support. Will review scans of the brain and thoracic spine. ...apparently, he believes that he 'split his neck in half' during this accident, but that this went undiagnosed until... May 2008. ...he feels like his neck is 'floating from side to side.' He has poor bladder control. He has chest pain. If he lies on his left side, his right side goes numb. If he lies on his right side, his left side goes numb. He cannot bend his head and neck more than 40 degrees to either side. ...he believes he needs to be on a duragesic pain patch and that the oral pain medicines are causing him to throw up blood. ...note that the patient's urine drug screen was positive for marijuana, benzodiazepines, and opiates. The patient claims not to be able to walk, but has been observed walking by the nurses. He claims not to be able to use his left hand, but has been observed using this normally by the nurses when he was not aware they were in the room. He has denied smoking, but in fact has been found smoking in his bathroom. In short, he continues to be manipulative and noncompliant in the hospital." Patient was diagnosed with malingering and antisocial personality disorder. Factitious disorder and narcotic dependence to be ruled out. At 259 days post-op, the patient presented for consultation with vomiting, gerd and weight loss. Per the physicians notes, "a (B)(6) with symptoms of gastroesophageal reflux and some emesis, which has not been seen by nursing staff today; and, per nursing report, the patient has had a very good oral intake while in the hospital with 5 different breakfast trays ordered this morning and the patient ate all of those and tolerated it well. The (B)(6) weight loss cannot be substantiated..." At 260 days post-op, an esophagogastroduodenoscopy detected erosive esophagitis. The patient was discharged. Approximately 27 months post-op, the patient underwent an unspecified neck surgery. At 949 days post-op, the patient presented with neck pain radiating down the left arm and left arm numbness. Per the physician's notes, the patient has had 3 prior neck surgeries. An MRI of the cervical spine indicated "signal abnormality within the central cord, posterior to the c5-c6 vertebral level has increased in prominence from the previous exam and likely represents progressing myelopathy. Anterior and posterior cervical fusion changes appear uncomplicated. No significant recurrent central canal narrowing. No foraminal narrowing." At 1142 days post-op, the patient presented for consultation. Per the physician's notes, "I visualized the CT and MRI and reviewed the images with him. He does appear to be fused at c5-6 and c6-7. The lumbar MRI shows schmorl's nodes at multiple levels in the upper lumbar region and congenital lumbar spinal stenosis. I do not appreciate any clinically significant neural impingement. My impression is that [patient] has chronic neck and back pain. He does not have any current surgical pathology." At 1243 days post-op, an MRI of the lumbar spine was performed due to left leg numbness. The study was interpreted as follows: "at the l4-l5 level, there is a very minimal/minimal broad-based asymmetric bulging annulus extending to the left. There is mild bilateral facet arthritis with moderately thickened ligamentum flavum. The changes do cause a mild to moderate left lateral recess stenosis. ... The l4 nerve does not appear to be definitely affected." An MRI of the cervical spine was performed due to neck pain with burning and numbness in the left leg and toes. The study indicated "the patient has undergone anterior and posterior fusion" there is no acute disc herniation or cord impingement. Focal myelomalacia is present at the c5-c6 level. There is narrowing of the left neural foramen at c6-c7." At 1257 days post-op, the patient presented with complaints of dysphagia and a globus sensation in his throat. Per the physician's notes, "an esophagram on [1240 days post-op] which revealed mild esophageal dysmotility with no esophageal lesion. He reports that his dysphagia symptoms have returned." The patient was diagnosed with esophageal dysmotility, esophagitis, schatzki ring, gastritis, and neoplasm. At 1274 days post-op, the patient underwent an upper gi endoscopy. "Esophagitis with no bleeding was found at the gastroesophageal junction" a small hiatus hernia was present. ... The examined duodenum was normal." There were no noted complications. At 1276 days post-op, a CT of the chest was performed for shortness of breath. The study indicated "no evidence of pulmonary embolus or dissection. Minimal dependent bibasal atelectasis." At 1279 days post-op a chest x-ray indicated "no acute disease." At 1421 days post-op the patient underwent placement of a spinal cord stimulator trial to treat lumbar radiculopathy and chronic pain syndrome. At 1472 days post-op the patient underwent a surgical procedure for the placement of a spinal cord stimulator. No complications were noted. At 1514 days post-op the patient underwent an upper gi endoscopy. There were no noted complications.

Event description:
On (B)(6) 2011 the patient underwent upper gi endoscopy. On (B)(6) 2011, a CT scan of the cervical spine indicated 'old spinal fusion changes from c3 through c5 posteriorly. Anterior fusion changes at c5-c6 and c6-c7. Laminectomy at c5 and c6. There is some lucency around the interbody graft at c5-c6 although it looks like the superior inferior margins are at least partially incorporated in the c5 and c6 vertebral bodies. Severe foraminal narrowing on the left at c6-c7 secondary to facet hypertrophy and old posttraumatic deformity. Mild central and right bulging of the disc at c3-c4 with mild anterior posterior narrowing of the central canal and some right-sided lateral recess and foraminal constriction.' On (B)(6) 2011, a MRI of the cervical spine indicated 'there is focal myelomalacia in the central aspect of the spinal cord at this c5-c6 level. The area of myelomalacia measures approximately 13mm in length and 5mm in width. The region of the foramen magnum is unremarkable. There has been previous anterior discectomy and fusion at c5-c6 and c6-c7. There is no cord impingement at either of these levels. There is posterior osteophyte formation at c6-c7 which does not cause significant canal stenosis. Left-sided neural foramen narrowing is present at c6-c7. There has been posterior decompression at the c5 and c6 levels with laminectomy and posterior fusion from c4 through c6. The c7-t1 and t1-t2 levels are unremarkable.' On (B)(6) 2011, the patient underwent an upper gi endoscopy. 'Esophagitis with no bleeding was found at the gastroesophageal junction ... A benign-appearing, intrinsic mild stenosis was found at the gastroesophageal junction a small hiatus hernia was present.' On (B)(6) 2011, the patient presented to the ER with chest pain. Work up was negative and patient was discharged with instructions to return if symptoms worsened. On (B)(6) 2012, the patient had a spinal cord stimulator trial placed. On (B)(6) 2012, bilateral lumbar facet steroid injections and bilateral sacroiliac joint injections. On (B)(6) 2012, the patient presented for pain management. On (B)(6) 2012, the patient presented for an office visit. Patient reported headache, neck pain, low back pain without radicular-type symptoms. Per the medical records, 'history of 3 neck surgeries after mvas. He has a nerve stimulator in his back. Apparently is on disability. He takes fentanyl and norco for pain as well as lyrica. Had a recent nerve stimulator put in his lumbar area, the stitches removed on the (B)(6). On the (B)(6), apparently he was rear ended. Said it spun his truck around. He was restrained. He says he hit his head. He may have lost consciousness. Apparently his nerve stimulator is shocking him at times. He also complains of right costal margin pain. He denies chest pain otherwise or abdominal pain nor extremity pain. He says he has chronic left numbness in his left arm. Past medical history: remarkable for a fractured neck with effusions. He has had surgery on his neck in 2008, 2009 and 2010. He had a recent nerve stimulator placed. He has decreased sensation to his bladder' lumbar spine CT showed no compression deformities. The transverse processes appear intact. There was a spinal stimulating device extending into the spinal canal at the level of l1. CT of head negative. CT of the cervical spine showed no fracture. Chest x-ray negative.' (B)(6) 2012 the patient presented for pain relief. On (B)(6) 2012, the patient underwent an upper gi endoscopy for dysphagia. On (B)(6) 2012 the patient presented with low back pain, stimulator in low back; only working on right side. Imaging study of the abdomen indicated 'the spinal stimulator and both leads appear to be located entirely within the soft tissues of the lower back, external to the spinal canal. This does represent a change in position from the comparison exam' (comparison exam (B)(6) 2012). On (B)(6) 2012, the patient was admitted to the hospital for dysphagia, gastric reflux and swallowing problems. An upper gi endoscopy indicated 'esophagitis with no bleeding was found at the gastroesophageal junction. Biopsies were taken with a cold forceps for histology. A benign-appearing, intrinsic mild stenosis was found at the gastroesophageal junction' a medium-sized hiatus hernia was present.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 patient underwent the following procedures: bilateral c5 and c6 laminectomy; c4 and c6 posterior lateral mass fusion with lateral mass screws, rhbmp-2 bone morphogenic protein, laminectomy autograft. Pre-operative/ post-operative diagnoses: c5-6 spinal stenosis; c4-5 and c5-6 grade 1 spondylolisthesis as per op-notes: ¿I placed rhbmp-2 bone morphogenic protein wrapped around laminectomy autograft along the lateral masses from c4 to c6 bilaterally. Immaculate homeostasis was achieved.¿ no complications were reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008- operative report- anterior c5-6 fusion, skyline plate. On (B)(6) 2008- operative report- c5/6 laminectomy, c4/5/6 posterior lateral fusion with lateral mass screws, with bmp. On (B)(6) 2010- operative report for removal and revision- procedure: anterior c6-7 diskectomy and fusion with skyline plate, removal of anterior c5-6 plate and screws. On (B)(6) 2012- operative report- procedure: implantation of spinal cord stimulator trial. On (B)(6) 2012- operative report- implantation of boston scientific pulse generator. It was reported that on (B)(6) 2008: patient presented with a history of progressive neck pain, numbness and weakness in his arms. Symptoms have been present for 4 years. Pain is in his neck and left greater than right arm. When he bends his neck forward, he has a shock like sensation that goes down his back into both arms and legs. He has numbness in his left greater than right arm and both feet. MRI scan from (B)(6) 2008 showed myelomalacia at c5-6 with spinal stenosis and grade I retrolisthesis. There is significant spinal cord compression at c5-6 due to a combination of central disc herniation and posterior ligementum flavum hypertrophy. There is grade I spondylolisthesis at c5-6. Exam of the neck shows moderate restriction to extension and rotation bilaterally. On (B)(6) 2008: patient presented with a pre op diagnoses of c5-6 grade I spondylolisthesis and stenosis; cervical myelomalacia. Patient underwent a c5-6 diskectomy and fusion using allograft and plate. It was noted that due to the significant hypertrophy of the ligamentum flavum on the MRI scan, and in addition to the spondylolisthesis at c4-5 that reduces on extension, on the x-ray, surgeon thinks the patient will also need a posterior decompression and fusion. On (B)(6) 2008: patient presented with a pre op diagnoses: c5-6 spinal stenosis and c4-5 and c5-6 grade I spondylolisthesis. Patient underwent a bilateral c5 and c6 laminectomy and a c4-c6 posterior lateral mass fusion with lateral mass screws, rhbmp-2/acs, and laminectomy auto-graft. The yellow ligament was significantly hypertrophied, therefore surgeon removed the yellow ligament. No complications were reported. On (B)(6) 2008: patient was discharged from the hospital with diagnoses of: c5-6 grade I spondylolisthesis and stenosis, cervical myelomalacia. Anterior c5-6 diskectomy and fusion, allograft and plate on (B)(6) 2008. Bilateral c5 and c6 laminectomy, c4-6 posterior lateral mass fusion with lateral mass screws, rhbmp-2/acs, laminectomy autograft on (B)(6) 2008. Post op it was noted that patient had difficulty with pain management due to long term use of pain medication. Patient had complaints of increased left arm pain on (B)(6) 2008. A follow up MRI of the cervical spine showed that the spinal cord was decompressed, and no cord or nerve root compression. On (B)(6) 2008: patient presented for post op follow up. Patient reports no numbness in his arms and legs when he bends his neck but reports some numbness in his left hand. On (B)(6) 2008: patient presented with pain primarily in the posterior neck and bilateral shoulder area. Patient has a long history of narcotic use and pain tolerance. Patient reports that he threw a tire and felt a popping sensation in his lower back that went up to his neck and the pain has worsened since that time. Patient reports chronic numbness in the left fourth and fifth fingers, which he reports has been present for many years. X-rays from (B)(6) 2008 ER visit show the instrumentation and bone graft are in good position. The alignment is anatomic and shows no instability. On (B)(6) 2008: patient presented with numbness in the left hand which is chronic. Examination found patient has slight give away weakness in left finger flexion. Cervical spine x-rays show the instrumentation is in satisfactory position and alignment is normal. Patient reports muscle spasms in his neck and shoulders as well. On (B)(6) 2008: patient presented for physical therapy to treat: pain in the cervical region; limited motion of the cervical region; no ncompliance of wearing cervical collar; limitation in adl; moderate tissue tension in the cervical region. On (B)(6) 2008: patient presented having fallen while pushing his car. Patient developed increased neck pain. CT of cervical spine taken in the ER on (B)(6) 2008 showed no acute injuries. Patient still complains of numbness and weakness in his left hand. Examination found he has -1 weakness in the left interossei, finger flexion and triceps. X-rays show the bone graft and instrumentation are in good position. On (B)(6) 2008: patient was discharged from physical therapy due to noncompliance. On (B)(6) 2008: patient underwent x-rays of the cervical spine which found: no pre-vertebral soft tissue swelling present; satisfactory post fusion radiographs; no acute pathology is noted;. MRI's found: there is a chronic pattern of spinal cord myelomalacia at the c5-6 level; at c6-7 level there is a chronic pattern of mild right sided anterolisthesis, there is a pattern of moderate left foraminal narrowing at this level, most compatible with narrowing related to facet hypertrophy and redundancy/thickening of the capsuloligamentous structures along the anterior aspect of the left c6-7 facet joint. Associated c7 nerve root compression. Patient reported having had a motor vehicle accident one week ago. Patient developed an irritation in his throat and has been having a hoarse voice with nausea and trouble swallowing as well as chronic numbness in his left hand. On (B)(6) 2009: patient presented with progressive neck pain following his motor vehicle accident and reports intermittent parethesias in his upper and lower extremities. X-rays show no instability and MRI's show cervical cord has been decompressed. There is mylomalacia at c5-6 which was present pre op. On (B)(6) 2009: patient admitted to hospital with weakness and numbness in his left arm. MRI of cervical spine showed no cord compression and myelomalacia at c5-6. MRI of the thoracic and lumbar spine was negative. Patient underwent an upper endoscope which showed a 2 cm ticl in the proximal esophagus without ulcer or mass, and class c erosive esophagitis. On (B)(6) 2009: patient was discharged with the following diagnoses: cervical myelopathy secondary to old c5-6 injury; gastroesophageal reflux disease; esophagogastroduodenoscopy/ esophagitis; malingering/ rule out factitious disorder; antisocial personality disorder/ rule out narcotic dependence. On (B)(6) 2010: patient presented with chronic neck and left arm pain that radiates from his neck into the left arm. MRI of the cervical spine shows myelomalacia at c5-6. There is no spinal cord compressionat that level. There is a c6-7 central and right paracentral disc protrusion that causes severe bilateral foraminal stenosis. Impression: chronic neck and left arm pain and weakness; c6-7 central and right pracentral disc protrusion causing severe foraminal stenosis; history of anterior c5-6 discectomy and fusion; history of posterior c4-6 decompression and fusion. On (B)(6) 2010: patient presented with pre op diagnoses of c6-7 central disk protrusion and intractable pain and weakness. Patient underwent a c6-7 discectomy and fusion with allograft and plate and removal of anterior c5-6 plate and screws. No complications were reported. On (B)(6) 2010: patient underwent x-rays of the cervical spine which show: anterior and posterior fusion changes and no evidence of significant swelling. On (B)(6) 2010: patient presented for post op follow up and claimed there is improvement in his left arm numbness. He stated that he went to the ER for chest pain and was diagnosed with pleurisy. X-rays show bone graft and instrumentation are in good position. On (B)(6) 2011: patient presented with left arm pain and intermittent paresthesias in his left arm. Patient has inconsistent weakness in his left triceps, biceps and deltoid. MRI of cervical spine on (B)(6) 2011 shows t2 signal change in the spinal cord at c5-6 which is in the area where he had significant spinal cord compression recently. On (B)(6) 2011: patient presented with numbness in arm, fingers, legs, toes. States it feels as if a sock is bunched up under his right pinky toe but there is nothing there. Complaints of numbness in both arms and legs and trunk. MRI of the cervical spine shows t2 signal changes at c5-6 consistent with myelomalacia. MRI of the lumbar spine taken on (B)(6) 2011 shows no nerve root compression. There are small central disc bulges but non disc herniation. Post op: chronic pain, lumbar radiculopathy,steroid injections to treat pain,headaches, shoulder pain, numbness inboth arms and legs, radiating pain downarms/hands, burning/shooting/paralyzing/shocking pain, cervical radiculopathy at c7, cervical facet arthropathy, cervical thoracic myofascial pain syndrome, lumbar facet arthopathy, failed neck surgery ,numbness in legs, lower back pain, trouble breathing, needs wheelchair, incontinence with bowel/bladder probelms, globus sensation in throat